Manufacturer narrative:
The meter was confirmed to exhibit a date and time issue. There is a known malfunction with the (B)(4) software that can lead to incorrect date and time issues when the data is uploaded to a computer. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to (B)(4). Customers and retailers have been notified through the adc fa21dec2006 letter. The date reported as the date the meter (serial no: (B)(4)) was returned, is the date abbott diabetes care became aware of the issue. However, the meter was actually returned on 03/22/2010, with another meter involved in a separate case. The info regarding this event was obtained in a follow-up call on 03/30/2010. The meter's date of manufacture is unk. The date listed in (B)(4) is the date abbott diabetes care became aware of the issue.

Event description:
Customer reported the date and time on their precision xtra blood glucose meter would be set in meter and then revert back to a date that was three or so days previous. It was then additionally identified by adc customer service that the customer is a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.